Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, stress marks, crease fold and missing shell (0-25%). Base on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Device was explanted.